Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 (mg/dl) and small ketones. Reportedly, the customer received a steroid injection and attributed this to their elevated bg level. Water was consumed and a pump bolus delivered to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to usb pin damage. Unable to retrieve logs. A different issue was identified.